Manufacturer narrative:
New information indicates, the device was explanted and replaced with a new device. No additional adverse patient effects were reported. Should this device get returned, it will be analyzed.

Event description:
--

Event description:
Boston scientific received information that this device reached end of life (eol) a couple months ago and is now in storage mode. Extended charge times were also observed to have occurred seven months ago. There was an event where one charge time was greater than one minute and technical services discussed this likely triggered the fault code and pulled the battery voltage below eol. The patient is scheduled for an av node ablation procedure and device replacement. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. Should additional information become available, this report will be updated.